Event description:
Upon further review, the patient stated the tape was making the patient break out, not blank out.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown: product type lead product ID neu_unknown_lead lot# unknown: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown, product type: lead product ID neu_unknown_lead lot# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial started. It was reported that their wires were so thin and that they didn't know if the stimulation shown on their external device was correct. At first, previous agent that transferred the patient stated that the patient mentioned about their "wires" coming out of them, that the therapy was making them blank out and that they were also redirected to their healthcare provider (hcp) to further address the issue. Patient then stated that the information provided by the previous agent was incorrect and that they took their bandage off. Agent redirected the patient to their hcp, but patient was distraught and disconnected immediately before agent could collect any further information. Due to the nature of the call, agent did not call patient back.